Event description:
Boston scientific crm received info that this transvenous right atrial (ra) lead became dislodged soon after implant. A revision procedure was to be scheduled in the near future. There was no impact on critical therapy and there were no reported adverse pt effects associated with this clinical observation. To date, info suggests that this lead remains implanted but is subject to revision in the near future. If new info becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: dislodgement without intervention.